Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient had received a previous inappropriate shock due to oversensing and recently presented to the emergency room due to another inappropriate shock. A review of this recent episode identified oversensing and smart pass had been disabled. A boston scientific technical services consultant discussed the clinical observations and troubleshooting. The device was programmed to alternate vector. No adverse patient effects were reported.